Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties occurred. Lesion details were not provided. An unspecified stent graft was implanted in the lesion using the equalizer balloon. When the physician attempted to deflate the equalizer balloon, he was unable to deflate the balloon and needed to rupture the balloon in order for it to deflate. The balloon was removed intact and fully deflated due to the rupture. No pt consequences were reported, and the pt experienced no symptoms during the difficulties. The procedure was successfully completed with another equalizer balloon, and pt's status was reported as 'good'.

Manufacturer narrative:
Visual examination of the balloon confirmed that there was a hole in the balloon at the distal end. Initial inflation could not be completed as the balloon lumen appeared to be blocked most likely by contrast crystals. The catheter was immersed in warm water and manipulated gently to break up the blockage and the lumen was freed. The balloon, however, could not be inflated due to the hole in the balloon. The catheter shaft was examined for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most likely root cause of the slow deflation is failure to observe recommended inflation techniques which most likely resulted in the formation of contrast crystals which could prevent deflation. The instructions in the directions for use were not followed, therefore, the root cause of this complaint is user/use error.